Manufacturer narrative:
This report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that an ilet user experienced repeated insulin cartridge disconnections resulting in insulin leakage, occlusion alerts, and hyperglycemia after not twisting the cartridge connector to lock it into the pump; the pump was reportedly replaced previously and the user later resumed training on correct set-up and infusion practices. Symptoms included elevated blood glucose above 400 mg/dl for several hours and trace ketones, without loss of consciousness, dka, or need for assistance. Outcomes included self-management with a manual insulin injection and no hospitalization or professional medical intervention. Investigation included user interview and review of clinical educator observations with troubleshooting and education on proper connector locking, infusion site selection to avoid scar tissue, and tubing management to prevent kinking. Investigation of this case revealed use error related to improper connector engagement leading to drug delivery interruption and occlusion alerts, with potential contribution from infusion site or tubing kinking; the device and cartridge interface were implicated as involved components. It was concluded, based on previously established findings for similar reports, that the cause was use error.